Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implant required slight adjustment due to soft tissue interference.

Manufacturer narrative:
Additional information: h6. Correction: it was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. The sales representative reported only positive feedback regarding the peek implants, with the surgeon highlighting the ease of use and intraoperative flexibility as key advantages during the peek study cases. According to the IFU (rev ac, 2023-mar-14), slight intraoperative modifications are anticipated and permitted due to possible anatomical changes, and such adjustments do not meet the definition of a complaint per stryker¿s quality guidelines. There is no indication for any design, material, or manufacturing-related issue or patient/user harm.

Event description:
No new information.